Event description:
It was reported the patient's device was replaced, and after replacement the patient was not receiving stimulation. The patient had not used their previous system in over two years, and it was unknown if their previous system was delivering effective stimulation. The system was replaced on (B)(6) 2011, and on (B)(6) 2011 it was reported that the patient's new system showed impedance readings of > 40,000 ohms on contact 4-7 when both lead 1 and 2 were inserted in to port 2 of the adapter. When inserted in to port 1 of the adaptor, leads 1 and 2 showed normal impedance readings. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).